Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by the aging degradation because seven years and one month had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) found that the reported power up failure was caused by the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found the buttons of the subject device did not function. Olympus (B)(4) found that it was found that the reported buttons function failure was not duplicated, and that the subject device could not be turned the power on, during the incoming inspection of the subject device for repair. There was no report of patient injury associated with this event.